Event description:
Opened lithovue elite ureteroscope and plugged it in. Error message presented 7 times. Representative called. Representative said it was likely a broken scope. Scope removed from surgical field and disposed of.